Event description:
It was reported that a pump showed force at zero (out-of-specifications) with -0.80 pounds. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. It was in excellent physical condition. Event history log (ehl) showed force sensor test error. Power up process, check and test force sensor were performed and the reported problem was not duplicated; the force reading was within the required specifications. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: performed force sensor calibration and the whole preventive maintenance process.